Event description:
Additionally reported was "particles in valve", "capsule tissue in valve", and "plug strap separated." The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation and exchange from textured to smooth implants due to the patients concern with the products". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: broken device observed assessed as surgical damage. ¿ particles in valve: no particles were observed in valve. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "deflation and exchange from textured to smooth implants due to the patients concern with the products". Healthcare professional later reported "particles in valve and capsular tissue in valve". This record is for the left side. Device was explanted and replaced.